Event description:
It was reported that the device and lead were explanted due to the patient experiencing weakness, causing a fall onto a sofa. This occurred during a follow-up, one day post-implant. The event occurred when the hemostatic sheath was removed from the jugular vein. There were signs of sudden cardiac arrest; the patient was resuscitated and regained consciousness. Telemetry showed pacing and sensing disturbances. Very low atrial and ventricular egm amplitudes were also observed. Further troubleshooting did not reveal any device or lead related cause for these anomalous conditions. Additional information was subsequently received reporting both the device and lead were replaced, with the patient status reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found. No anomalies found; full lead returned. It was reported that the device and lead were explanted due to the patient experiencing weakness, causing a fall onto a sofa. This occurred during a follow-up, one day post-implant. The event occurred when the hemostatic sheath was removed from the jugular vein. There were signs of sudden cardiac arrest; the patient was resuscitated and regained consciousness. Telemetry showed pacing and sensing disturbances. Very low atrial and ventricular egm amplitudes were also observed. Further troubleshooting did not reveal any device or lead related cause for these anomalous conditions. Additional information was subsequently received reporting both the device and lead were replaced, with the patient status reported to be ok following the replacement procedure. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications4 device evaluated and alleged failure could not be duplicated pacing inadequately undersensing.